Event description:
It was reported that wire peeling occurred. A 135cm transend guide wire was selected for use for a transarterial chemoembolization procedure. During preparation, the distal tip coating was found peeling when it was shaped 3 to 4 times. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The returned guidewire showed a kinked section located approximately at 132.5 cm from the proximal end. The coating of the distal tip was carefully inspected and no damages were observed. No more damages were found in the returned device. Outer diameter of the distal tip, middle and proximal section of the device were within specification.

Event description:
It was reported that wire peeling occurred. A 135cm transend guide wire was selected for use for a transarterial chemoembolization procedure. During preparation, the distal tip coating was found peeling when it was shaped 3 to 4 times. The procedure was completed with another of the same device and no patient complications were reported.